Event description:
In 2009, the pt reported that every time he changed his insulin infusion headset, it takes about 8 hours before his blood glucose returns to his target range of about 140 mg/dl. He said he normally changes his headset at night and his blood glucose elevates to the 300's mg/dl by the morning. He discarded the infusion sets at issue. It was suggested the pt try an infusion headset with a shorter cannula. He agreed and courtesy infusion sets were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.